Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level was 403 mg/dl. Customer treated with bolus for high blood glucose. The customer was assisted with troubleshooting. Customer stated that past event experience of bent cannula causing high blood glucose. Customer stated that they did not receive any alert on the insulin pump, contacted her health care professional and was told to remove the site. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.